Event description:
An axillary impella cp stopped working after 13 days. It had to be replaced with a femoral impella. Manufacturer response for cath cp impella 14f, cath cp impella 14f (per site reporter). Abiomed confirmed that the device and console are under review.